Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met al pre-release specifications. The gore excluder endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2013, this pt underwent repair for an abdominal aortic aneurysm measuring 50mm in diameter, and was implanted with gore excluder endoprostheses. The pt tolerated the procedure. On (B)(6) 2013, the pt underwent endovascular re-intervention to repair the proximal type I endoleak and a gore aortic extender component was implanted.